Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced tape not sticking event at the site. The infusion set was in use for 3 days. No further information was available.